Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had struck and buttons did not be operated. The customer¿s blood glucose was 390 mg/dl. Customer stated that the buttons was operated but it was difficult to deliver the bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test, displacement test or verify possible under delivery anomaly due to flattened dome switches. No stuck button alarm noted during testing.